Manufacturer narrative:
Zimmer biomet complaint (B)(4) after additional information was received on sep 09, 2021, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141-2021-01425 submitted on may 29, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
The doctor confirmed the site had not enough bone when he was trying to place the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Fax number: not provided. PMA/510(k) number: additional numbers: k011028 k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant at tooth site unknown was removed due to lack of primary stability.